Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation with 350cc mentor memorygel breast implants experienced bilateral rupture and right sided capsular contracture (baker grade unknown) post procedure. The left sided rupture was discovered through magnetic resonance imaging and a physical examination. The right sided rupture and capsular contracture were discovered during replacement surgery, and the presence of free silicone was described. The devices were removed without replacement on (B)(6) 2020. See 1645337-2021-00350 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 21, 2021. In addition to the left sided rupture reported initially the patient also had left sided capsular contracture (baker grade unknown) and a left sided breast mass post procedure. The left breast mass measured 1.0 x 0.8 cm in the post areolar location. Additionally, the implant date has been clarified to be (B)(6) 2012. Pathology results have been made available. Left breast capsule tissue: fibrocollagenous tissue, consistent with capsule. Right breast removed implants: breast implant, gross exam only. Additional information was received on february 2, 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).